Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient reported via remote transmission. Review of transcripts revealed episodes of non-sustained ventricular over-sensing. Patient presented in clinic on (B)(6) 2018 and device interrogation revealed that the implantable cardioverter defibrillator was under-sensing and having inappropriate mode switches due to the under-sensing. Physician decided to monitor the patient.